Event description:
The surgeon reported a large amount of metallic particulates came out from tip during phaco. It was unk whether other metallic instruments hit the tip in the eye. No pt injury was reported. Additional information has been requested.

Manufacturer narrative:
The samples will be sent of in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).